Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device exhibited foreign material in the air/water-cylinder and in the air/water-tube. There was no patient involvement.